Manufacturer narrative:
Final analysis - unable to program/high current drain; mechanism - microprocessor l.s.I. Anomaly; component - l.s.I.

Event description:
Information received from the field notes that in early july, the patient felt no energy and called the clinic. While at the clinic, interrogation showed the mode to be aai instead of the programmed dddr and dashes for sensorr para- meters, rate, hysteresis and atrial refractory. Telemetry proved difficult, but the mode was reprogrammed to ddd. Attempts t o correct the parameter values shown as dashes were unsuccessful.